Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 5.0 mmol/l at the time of the event. Suspend on low limit in sensor settings was at 3.6 mmol/l and the blood glucose value associated with the triggered suspend event was 4.6 mmol/l. The sensor glucose and blood glucose difference were within target range of glucose difference. No harm requiring medical intervention was reported. The customer will continue to use the device.